Event description:
The user facility reported that the optic surface of the lens is cloudy. When the manufacturer called to obtain the pt's most recent visual acuity, they were told that the pt passed away (not related to the lens implant). Due to similar complaints resulting in lens explantation, the co reporting this as a malfunction MDR.